Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. The service engineer (se) inspected the device. The se confirmed the reported issue and replaced the power management board, however the issue continued. The se found two spare batteries that were customer owned and one did not work with the ventilator. The se installed the other customer owned battery on the ventilator to address the issue and the ventilator was returned to service.

Event description:
It was reported that the ventilator battery was not charging properly. No patient involvement. Event date not specified; estimate used.